Event description:
Ous MDR - after an implantation period of about 21 months, oversensing was reported via home monitoring. The patient was scheduled for an extra follow-up. The ICD function was programmed off and the lead is still implanted due to malignancy.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Next, the received follow-up data and x-ray images were inspected. The impedance and sensing long term trends revealed normal values in the three channels (ra, rv and lv) between (B)(6) 2013 and (B)(6) 2014. Four vf episodes were recorded by the ICD between 16:02 and 16:12 on (B)(6) 2014. A defibrillation shock was delivered. The available iegms revealed that these episodes were triggered as a result of the detection of noise in the rv channel. The iegms of the ra and lv channels did not show any peculiarity. The received x-ray images dating from the day post-implant and the event day were inspected. No peculiarities were noted which might have led to the clinical event. According to these observations, a lead damage cannot be excluded. However, based on the information available for analysis, the root cause of the noise cannot be determined. For further investigations regarding the lead integrity an analysis of the lead itself would be necessary. Should additional information or the device itself become available for analysis, the investigation will be updated.